Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit failed and displayed an e-4 error on the screen. It was further reported that there were no adverse consequences.